Event description:
A caller reported that a cartridge was not fitting properly on their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl and there was no adverse impact. The customer followed instructions to resolve the issue, which included removing the pump case, inspecting the pump for damage, cleaning the pneumatic tap area, and successfully reloading the cartridge, allowing them to resume insulin use.